Manufacturer narrative:
The boston scientific sales representative stated there was nothing noticeably damaged on the lead or the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.